Event description:
In 2008, the pt reported his primary insulin infusion device was priming "in bursts." He stated, he noticed "patterns" with his having elevated blood glucose readings, so he switched to his backup infusion device. The pt mentioned he changes his insulin infusion headsets every 5-6 days and was advised, the headsets should be changed every 2 days. The pt refused to troubleshoot. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.